Event description:
It was reported that the patient experienced syncope and presented to the emergency department. Upon interrogation, the right ventricular lead exhibited myopotential inhibition. The lead was programmed. The patient would continue to be monitored.

Manufacturer narrative:
(B)(4).